Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had low out of range impedance measurements on the right atrial (ra) lead. There were also noisy signals on the lead that was noted when the patient was moving. Technical services (ts) discussed programming changes for this lead. This ICD and ra lead remain in service. No adverse patient effects were reported.